Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a big gas creation in infero-nasal quadrant of right eye flap lead to no stromal bed creation and a very thin flap during a laser assisted flap procedure. The surgeon was unable to lift the flap despite the doctor¿s best skills and efforts. A bandage soft contact lens was placed on the eye to appose the flap wrinkles. Flap will be created at a later date.